Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provide a dil ator, guide wire and catheter along with a photograph depicting the bend in the dilator and its damaged tip. The catheter and guide wire were investigated separately under 1036844-2015-00411. The dilator was confirmed to be bent approx. 20 degrees. Microscopic examination of the tip revealed that it was pulled to one side with a whitened appearance indicating an encounter with resistance. The provided instructions recommend enlarging the cutaneous puncture site with a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made. A review of manufacturing records did not yield any relevant findings. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). An issue was also reported with the guide wire used in this event. MDR# 1036844-2015-00411 has been submitted for that malfunction.

Event description:
It was reported that during insertion in the gs ward, the dilator bent and the tip became damaged. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.